Manufacturer narrative:
Added h.6 type of investigation and investigation findings. Corrected h.6 investigation conclusions. The device was not returned for evaluation. A DHR review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history reviewed was performed and no other similar events were reported. During manufacturing of the commander delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Imagery was provided and calcification was observed on both the annulus and the leaflets. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformance was confirmed, a product risk assessment escalation is not required. Additionally, as there was no confirmed edwards defect, no corrective/preventative actions are required. The event was unable to be confirmed as neither applicable imagery nor device was returned for evaluation. As the complaint device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, no manufacturing non-conformances were able to be identified. A review of DHR, lot history and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, patient had a moderate calcified landing zone and the balloon burst after valve was fully expanded. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As such, available information therefore suggests that patient factors (calcification) likely contributed to the complaint event.

Manufacturer narrative:
Corrected d.4 and h.4 with additional information received.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-04009. Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, during a tf tavr case, during initial implant of the 26mm s3u valve in a moderately calcified landing zone, the valve was not able to be inflated due to a leakage in the balloon. The valve was able to be pulled back in the sheath and out of the patient without injuries. A new valve was used to complete the case and during that valve deployment the balloon burst after the valve was fully expanded with a successful outcome for the patient.